Event description:
It was reported that the device had intermittently functioning alarms. There was no death or injury related to this complaint. It was reported that the malfunction occurred during routine testing of the device by home med care personnel, and no death or injury resulted.